Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range left ventricular (lv) pacing lead impedance measurements measuring 3,000 ohms. Subsequently, the device was programmed to right ventricular (rv) only and bi v trigger was turned off. At this time, the device and lv lead remains in service. No adverse patient effects were reported.